Event description:
Caller states the pt tested 5.0 inr and 4.2 inr on the coaguchek xs system while a comparison lab returned as 3.2 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.